Manufacturer narrative:
At this time, the device has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that the left ventricular (lv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) was surgically abandoned and replaced due to high out of range pacing impedances. This crt-d was explanted and replaced during the same procedure. No additional adverse patient effects were reported.